Event description:
It was reported that the user¿s ilet had a cracked screen that prevented unlocking and normal operation, consistent with a hardware display damage problem affecting the user interface component. Symptoms included no clinical effects. Outcomes included device replacement and instructions for data sync, shutdown, return, and re-startup, while the user continued cgm use separately. Investigation included collection of incident details and coordination for device return. Investigation of this case revealed screen damage consistent with external physical impact, with no evidence of device malfunction beyond the damaged display. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Initial.